Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2006. Post operatively, the patient experienced pain and erosion of her internal bodily tissue. No additional information was provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient has been treated for infections, pain, bleeding, and was treated for vaginal lesions and granulation from mesh deteriorating. (B)(4).

Manufacturer narrative:
(B)(4).